Event description:
It was reported that the implantable neurostimulator (ins) was reset to 0 volts unexpectedly. No other parameters were changed on the ins. The patient was changing settings on his sleep number bed when he felt the return of symptoms. The patient's clinician reprogrammed the device and the patient's symptoms were relieved. The ins appeared to be functioning properly.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708695, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v985676, implanted: (B)(6) 2012, product type lead. Product ID: 3389s-40, lot# v985676, implanted: (B)(6) 2012, product type: lead. (B)(4).